Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a red screen and error code 41301. The pump was submerged in ice-pack gel, and a possible leakage occurred. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and error code 41301 confirmed with event logs history. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. Replaced lock sensor for preventive measures. The probable cause of the reported issue was pump submerged in ice-pack gel. The device passed all functional testing after repair and was returned to the customer.